Event description:
It was reported that a one-link IV connector¿s valve was coming off the facility¿s manifold and stopcock. The customer reported luer locking the injection site to the end of the manifold; however, the one-link set continued to twist and then disconnect from the manifold. Additionally, the injection site was luer locked to the stopcock, and then the set disconnected. This occurred while the set was connected to the patient during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from the customer. The customer stated that the reported issue has been resolved. The clinicians at the hospital received an additional training on how to use one link sets. There have been no further reported issues since the training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.